Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log for this device shows the pad-pak was first installed on the 28th may 2009 and performed to specification up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. The device records multiple manual power ups mainly of ten minutes duration between the 2nd j(B)(6) 2016 and the last log entry on the (B)(6) 2016. The pad-pak became depleted and a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would confirm a failing membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.